Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 307 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date at time of call is three-four days. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 273 mg/dl using truemetrix meter; test was performed using a new lot of test strips - lot number mu2460, manufacturer's expiration date of 10/31/2018. Customer stated due to the high blood glucose results he is now taking more insulin. The meter memory was reviewed for previous test result history: (B)(6). Customer called about his blood readings are reading with high results, customer said this happened about 3-4 days ago when he opened the new strips. He ran his blood about 3 or more hours after eating and it went from the fasting 111mg/dl to 307mg/dl 3 or more hours after eating. I had the customer retest while on the phone with a new lot #mu2460 and it read 273mg/dl. Customer said prior to the 3-4 days ago his blood sugars were reading more in line to what he normally gets on his blood sugars. He stores strips correctly and caps his strips after taking strips out, now is not using he alcohol on the fingers. Customer is feeling fine but is now taking more insulin because of his blood readings, I did tell him to call the dr's office to let them know what is happening and should he continue to take all the insulin he is using. He did not think about that, he will do that to make sure hs is using the right amount of insulin.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 307 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date at time of call is three-four days. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 273 mg/dl using truemetrix meter; test was performed using a new lot of test strips - lot number mu2460, manufacturer's expiration date of 10/31/2018. Customer stated due to the high blood glucose results he is now taking more insulin. The meter memory was reviewed for previous test result history: result 1:307mg/dldate: (B)(6) 2017 time:12:28pmfasting, result 2:111mg/dldate: (B)(6) 2017 time:7:03amfasting , result 3:309mg/dldate: (B)(6) 2017 time:1:20amnon fasting, result 4:368mg/dldate: (B)(6) 2017 time:11:22pmnon- fasting, result 5:377mg/dldate: (B)(6) 2017 time:9:13pm non- fasting. Customer called about his blood readings are reading with high results, customer said this happened about 3-4 days ago when he opened the new strips. He ran his blood about 3 or more hours after eating and it went from the fasting 111mg/dl to 307mg/dl 3 or more hours after eating. I had the customer retest while on the phone with a new lot #mu2460 and it read 273mg/dl. Customer said prior to the 3-4 days ago his blood sugars were reading more in line to what he normally gets on his blood sugars. He stores strips correctly and caps his strips after taking strips out, now is not using the alcohol on the fingers. Customer is feeling fine but is now taking more insulin because of his blood readings, I did tell him to call the dr's office to let them know what is happening and should he continue to take all the insulin he is using. He did not think about that, he will do that to make sure hs is using the right amount of insulin.